Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their up and down buttons were intermittently unresponsive. This complaint is being reported because it was not resolved with troubleshooting. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings: there was no evidence of the keypad cover being worn down. Product analysis could not duplicate the initial complaint of intermittently unresponsive keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time